Event description:
Additional information received from the customer reported it was unknown if the patient had any pre-existing medical conditions. Prior to the procedure, the white balance and whether an image appeared was checked. There were no issues at that time. The error code occurred about 30 minutes after the start of the laparoscopic surgery. The procedure was delayed several minutes due to getting another scope to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and the results of the investigation. See b5 for the additional information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired in (B)(6) 2022. Since the device was not returned for evaluation, a definitive root cause of the b31 scope communication error code could not be confirmed. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic gastroenterological procedure, a b31 scope communication error was received for the device. The procedure was completed using another similar device owned by the facility. There is no harm or adverse impact to the patient.

Manufacturer narrative:
Full name of the facility is (B)(6) hospital. After the procedure, as recommended by troubleshooting, the scope connector of the device was cleaned. With this, the b31 scope communication error was no longer being received for the device. The issue was resolved. The device is not available for return. As such, a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.